Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced, aligned and adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator shutters would not rotate. No pt injury was reported.